Event description:
On (B)(6) 2011, it was reported that the pt experienced coupling and or communication issues. The pt had difficulty recharging. The pt had lost 25 pounds since implant and could feel the implantable neurostimulator (ins) more, but was able to recharge normally as of (B)(6) 2011. The pt also experienced pain at the pocket for a couple of months, and the pain had been more noticeable since (B)(6) 2011. An hcp visit was scheduled for (B)(6) 2011. Add'l info received reported that the MFR rep met with the pt on (B)(6) 2011 and was unable to get any signal or black bars with the rep's recharger and the pt's recharger. An x-ray was taken, which appeared to show the extensions entering the left side of the battery, indicating a flipped ins. The pt was told to turn the ins off until a revision could be performed. The pt had a 50% charge. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient had surgery to flip her ins back to the proper positioning. It was noted that the patient was 'doing great". If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).